Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous artery during advancement causing the reported failure to advance. Continued interaction with the difficult anatomy during removal likely resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the distal right coronary artery (drca). After dilatation was performed with an unspecified balloon, a 2.25x12mm xience skypoint drug eluting stent (des) was advanced but failed to reach the target lesion due to the anatomy. An extension catheter was then inserted; however, the des still could not cross the anatomy. The device was removed with resistance from the anatomy and a balloon dilatation catheter was used for dilatation of the lesion to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.